Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece didn't get hot. Handpiece failed specs due to cap damaged. Visible black mark on cap face. Cap is oval and no damage seen from abuse. No debris built up around cap that might have caused the cap to stick. Cap came intact with rotor causing visible black mark to appear on cap.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use and burned a patient's cheek; no medical intervention was required.